Event description:
Event description guidant received information that this pacemaker displayed episodes of ventricular paced beats, followed by ventricular sensed beats, with loss of capture following this. The field representative called technical services inquiring why there is no backup paced beat. The device was programmed to autocapture, with the threshold setting at 4v at 4 ms, and is operating in retry 40% of the time.